Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged strain reliefs was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Additionally, no photos of the reported damage were submitted for review. The extent of the reported damage was unable to be determined. Additional information provided on (B)(6) 2023 stated that the controller will not be returning for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a break in one of the bend reliefs in their system controller. The controller was to be replaced with a new one.